Event description:
Boston scientific received info that this pt implanted with this implantable cardioverter defibrillator (ICD) passed away immediately following a surgical procedure. The pt's death was eight days after this device's implant. It is unclear what surgical procedure this was related to.

Manufacturer narrative:
Further info was requested for event clarification from the field rep. At this time, no further info was provided. Should add'l info become available, this event will be updated.